Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the knee joint exposed and the mrs components were disassembled; the tibial insert's sleeve inside the metal prox. Tibia was found to be broken. The mrs prox. Tibia was replaced with gmrs proximal tibial."